Manufacturer narrative:
This report is filed october 31, 2016.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) during a non-device related surgery. The patient was re-implanted with a new device.